Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk of use of this device.

Event description:
Following a ventricular tachycardia (vt) ablation procedure, a pericardial effusion occurred. An array catheter was used for mapping and a flexibility ablation catheter was used to perform radiofrequency lesions to the apical septal and basal areas of the heart. Three hours post procedure, the patient became hypotensive and an echocardiogram revealed a small effusion in the apical location as well as a larger effusion posterior. The patient was transferred to surgery and a pericardial window was performed to resolve the effusion. The patient remained in the hospital for treatment of a bowel obstruction. There were no performance issues with any sjm devices.